Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found hair like contaminant and liquid ingress on enclosure bottom at bottom left screw location of rear panel, small amount of hair like fibers at the iso port area. The device's downloaded event log was reviewed by the manufacturer and found error code e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of slight unknown contamination on the humidifier base at the screw location of heart pate access, red color unknown contaminants in the humidifier chamber. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of hair like contamination as well as signs of water ingress in the device. In the initial report section b5 was incompletely mentioned which should have been as below- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient also alleged nasal and throat irritation, cough, headaches, kidney infection and up gassing. There is no report of serious or permanenet patient harm or injury. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.